Event description:
Philips received a complaint by the customer on the v60 indicating that the device is losing pressure while cycling breaths. It was reported there was no patient involvement at the time the issue was discovered, it was observed during device setup. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that during setup the unit is losing pressure while cycling breaths, not able to determine if there is a circuit leak, humidifier is in use on cart, requests onsite service for unit checkout and repair if needed. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the device. Unit powered on, logs pulled and checked out. Let unit to vent for 30minutes with no issues arising. System leak tests and pressure accuracy tests performed successfully. Battery ordered and replaced per customer's request. After being unable to recreate the issue, it was agreed to replace the gas delivery system for good measure. Afterwards full performance verification test was performed and passed successfully. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed gas delivery system (gds), v60 was returned to the product investigation lab (pi). The pil technician installed the gas delivery system (gds), v60 into a pi ventilator to duplicate the reported issue. Visual inspection of the gas delivery system (gds), v60 revealed no evidence of damage or contamination. The gas delivery system (gds), v60 was tested, the failure was confirmed. Through the use of the pil stb system leak test button located in the diagnostics portion of the stb and the use of the testing found in the service manual (1049766 rev t) under system leak testing, the pil tech could not duplicate the system leak test failure on the gds flow sensor assembly passes all system leak testing. Due to the suspect gds operates on the stb without issue or error code, due to the gds passing all system leak testing performed at the pil, and due to the gds passing all pressure leak testing performed at the pil, the gds has resulted in a no problem found.